Event description:
It was reported that the lead integrity alert was triggered. It was also reported that an x-ray, pocket manipulation, electrogram and impedance trend were reviewed, however, the cause of the lead integrity alert could not be determined. The device was reprogrammed and left in use and the lead remains in use. No patient complications have been reported as a result of this event. The patient is enrolled in the (B)(4) study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.